Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the occurrence date of the reported leaks was unknown, event date has been defaulted to the first of the month during which the leaks were reported to have occurred. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced multiple fluid leaks coincident with peritoneal dialysis therapy. The occurrence dates of the leaks were not reported. The cause of the leaks was described as the patient¿s apd luer lock connector would disconnect during the night resulting in fluid leaking on the floor. The fluid was then discovered the following morning after treatment had been completed. It was unknown if there were any alarms that occurred coincident with the leaks. There was no report of patient injury or medical intervention resulting from the leaks. The connectors used at the time of the leaks were not available for evaluation. The patient has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.